Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of outlet port clamps were "a lot less strong/loose than before". It was further reported that the line was not being clamped tightly and resulted in a leak. This was noticed during preparation of peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.